Event description:
"On (B)(6) 2013 at the (B)(6) hospital in (B)(6), it was reported that there was an error message 3004 and no temperature regulation of the hcu 30 base unit 200-240v serial number (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the 3 way valve actuator was replaced. (B)(4)."